Manufacturer narrative:
Concomitant medical products: product ID, 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n481655, implanted: (B)(6) 2015, product type: adapter. Product ID: 3587a, lot# l74871, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported a revision was being performed to get additional coverage. The patient only got coverage on the right side and they were going to revise to get right and left coverage. The coverage issue was noted to have been occurring since implant and the patient had never had coverage on the left. The revision had not occurred or been scheduled at the time of this report. The patient's relevant medical history included non-malignant pain and degenerative disc disease/herniated disc pain. If additional information is received, a follow-up report will be sent.